Event description:
It was reported air could not be fully removed from the introducer after insertion into the pt. The device was replaced and the procedure was completed without complication.

Manufacturer narrative:
Visual and functional testing of the returned trio adapter revealed no evidence of a leak. The trio adapter was determined to be fully functional. The cause of the reported event could not be determined. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: (B)(6) 2010. Date the initial reporter provided the info to the manufacturer: (B)(6)2010.